Event description:
On (B)(6) 2018, the lay-user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter read inaccurately high compared to another device (unspecified brand). The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unable to be reached by phone for additional information. During the call, the reporter stated that on (B)(6) 2018 at around 4:00 pm, the patient developed symptom of feeling ¿shaky¿ which the patient associated with low blood glucose. In response to the symptom, the reporter claimed the patient tested his blood glucose and obtained results of ¿214 mg/dl¿ with the subject meter and ¿71 mg/dl¿ on the other device. The tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It was not reported if the patient received any treatment in response to the reported symptom. During the call, the reporter informed the csr that the patient manages his diabetes with self-adjusted insulin and claimed that earlier that day the patient had taken an increased dose of 3 units of novolog insulin based on a sliding scale. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.